Manufacturer narrative:
Conclusion: investigation results indicated that cardiac dysrhythmias (i.e. Bradycardia and lbbb) are known potential adverse effects per the IFU. These issues can be resolved with the implant of a permanent pacemaker. Based on the received information, a permanent pacemaker was implanted and successfully resolved the problem. No further adverse patient effects reported. The valve remains implanted this report is being submitted as part of a historic clinical review of adverse events contained within the randomized surgical valve arm of the corevalve us pivotal study. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that seven days post implant of this aortic bioprosthetic valve, the physican implanted a permanent pacemaker due to new onset bradycardia and left bundle branch block (lbbb) which were considered related to the device and procedure. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.